Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, an enlarged atrium, and a calcified and short posterior leaflet. One clip was successfully deployed on the mitral valve, reducing mr to a grade of 2+. To further reduce mr, a second clip was inserted, and grasping was performed. However, there were issues grasping and capturing the posterior leaflet. Multiple attempts were made but were all unsuccessful. It was then observed that mr had returned to a grade of 4. It was suspected that tissue damage occurred on the posterior leaflet due to the multiple grasping attempts. Therefore, the clip was removed, and the procedure was discontinued. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported positioning failure (leaflet grasping ¿ clip not implanted), positioning failure (leaflet capture ¿ clip not implanted), and image resolution poor were due to the challenging patient anatomy (an enlarged atrium, and a calcified and short posterior leaflet). The reported tissue injury (damaged leaflet) appears to be due to the multiple grasping attempts. The reported unchanged mitral regurgitation (mr) appears to be a cascading event of the reported tissue injury. Additionally, tissue injury and mr are listed in the instructions for use as a known possible complication associated with mitraclip procedures. The serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.